Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus south korea there was the possibility that the reported phenomenon was attributed to breakage or short circuit on the electrical signal line of the ccd unit.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the 3d endoscopic image was not displayed during preparation for use. Reportedly, only 2d endoscopic image was displayed. Then, olympus inspected the device at the service department of olympus (B)(4) and found the 3d endoscopic image failure due to the broken charge coupled device (ccd) unit. The inspection also found followings; the angulation of the bending section was out of specification. There was a leak due to a pinhole on the bending section rubber. There were creases on the universal cord and video cable. There was a gap of the adhesive of the bending section rubber. The video connector was deformed. There was no report of patient injury associated with this event.